Event description:
Caller reported malfunction on pump during software update. There was no adverse impact to the customer¿s blood glucose level. The pump code was resettable, but the customer could not power off the pump after several attempts. Technical support assisted with resetting the pump and arranged for a replacement under warranty. The customer will use an alternate form of insulin therapy, mdi, to ensure uninterrupted delivery while awaiting the new pump. Instructions for using the replacement pump and returning the malfunctioning pump were provided.